Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector was burnt/melted. Carefusion scrap the ac adapter and sent a replacement ac adapter to address the customer's reported issue.

Event description:
It was reported to carefusion that the power connector was damaged and burnt. There was no report of any patient involvement or patient harm associated with this complaint.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.